Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on the communication bus due to a defective drawer controller. A field service engineer replaced the pyxibus controller and configured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system cubies failed with the error message of device not detected on the communication bus. The customer stated that there was no delay in accessing medication since user had access to nearby machine and on site pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that failed cubies were not detected on the bus. A field service engineer found drawer controller was not responding, failed pyxibus controller and defective tested board. Replaced pyxibus controller and defective tested board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system failed cubies were not detected on bus with error message and failed to recover storage space. There were no adverse events or injuries reported based on this incident.